Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and noise.  Fracture was suspected. The pace/sense coil was capped and replaced, and the high voltage coil remains in use. No patient complications have been reported as a result of this event.